Event description:
While performing a diagnostic procedure, the catheter dissected a vessel in the pt. A stent was placed interventionally in the right coronary artery. With this report, the hospital indicated that (6) incidents of a similar nature have occurred over the last 2 years at various unspecified times but could not provide any infomation about those occurrences. All the pts are doing fine with no harm or permanent impairment as a result.